Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. When opened the package, found that the needle was not fixed on the needle holder and was crooked, so it could not be used normally. Upon receipt and analysis, observed that needle pulled away from suture.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one detached needle and one suture piece into the opened folder that pertain to product code. Overall review of the sample returned, shows marks that appear to be caused by a surgical instrument along the needle, and the curvature of the needle was distorted from the original form, these conditions were caused by excessive force used. Also, it was noted that there was not enough epoxy in the suture and needle hole. This could be the cause of a defect in needle extraction. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.